Manufacturer narrative:
Based on the provided calibration and qc data, a general instrument and reagent issues were excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient's serum samples tested with elecsys myoglobin (myo) assay tested on a cobas e411 immunoassay analyzer (disk system). Sample 1 and sample 2 were collected at the same time. Sample 1 (blood collection tube 1): myo: initial result: 98.23 ng/ml (exceeding the normal reference value). Repeat result: 99.57 ng/ml. Sample 2 (blood collection tube 2): myo: initial result: 33.71 ng/ml. Repeat result: 34.36 ng/ml. Sample 1 and sample 2 were then re-tested on a johnson and johnson instrument and the myo results were consistent with the results obtained from the e411 disk system. Sample 1 and sample 2 were re-tested for ck on a beckman instrument: sample 1: ck results: 200.2 u/l. Sample 2: ck results: 144 u/l. A new blood sample (sample 3) was withdrawn from the patient and tested resulting in the following values: myo: 39.07 ng/ml (within the normal reference range). No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). Sample 1 and sample 2 were clear in appearance, with no hemolysis or lipemia. The field service engineer checked the serum quality at the customer's site and found no abnormalities. The investigation is ongoing.